Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube. On an unknown date, the patient had a computed tomography (CT)-guided needle biopsy on the same lesion that resulted in a pneumothorax. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.